Event description:
Facility intensive care unit staff connected the device to a pt with an unspecified but critical cardiac arrythmia. The defibrillator was charged during a cardioversion attempt. Reportedly, a service triangle was observed on the device status display. No additional details concerning the event were reported. The pt was not resuscitated.